Manufacturer narrative:
The investigation found the microcatheter returned with a stent detached in the hub, which is consistent with the condition described in the reported event. The microcatheter was found to have an exposed coil protruding into the lumen, which would have caused the reported resistance and resulting detachment as the stent was attempted to be advanced and resheathed. The stent pusher was returned intact; however, the distal marker band detached during the investigation. The stent was loaded onto an in-house pusher with the returned introducer and advanced through an in-house microcatheter without resistance or premature detachment. The physical evaluation of the device could not identify the conditions or circumstances that led to the exposed lumen coil, but this condition is consistent with a deviation in the manufacturing process and will be addressed per the quality system process. A CAPA has been initiated.

Event description:
As reported: patient was to be treated for a ruptured acom aneurysm with stent assisted coiling. Headway 17 was parked across the acom in the sac. The first coil selected deployed in the sac without detaching it. Stent was selected, prepared as per the IFU and introduced into the microcatheter hub. While transferring the stent to the microcatheter, the physician felt resistance, but when he saw that stent was going inside the catheter, he continued pushing it. But after a couple of mm, the stent got stuck and was not moving to and fro. Physician did apply a lot of pressure and maneuvers, but the stent did not move. During these maneuvers, the introducer sheath jumped backward and the stent got completely exposed in the microcatheter hub. Looking at this, physician took out the complete assembly, including headway 17 and stent, and kept it aside. Completed the case with a new headway 17 and stent. Patient was extubated & discharged after five days. When the device was received for evaluation, the investigation findings found an exposed lumen coil protruding into the lumen.